Manufacturer narrative:
(B)(4). Investigation results received one speedband device with handle assembly, irrigation catheter and velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly, irrigation catheter and the velcro strap. Based on the evaluation of the returned component, it cannot be confirmed if all the bands were deployed, if the ligator head teeth were bent which could have contributed with the reported issues. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal part of the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first and second bands were successfully deployed. Another attempt was made; however, four bands deployed at once which caused bleeding. There was no intervention performed subsequent to the bleeding, and procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.